Event description:
It was reported that during a stent placement procedure, the external green sheath detached from device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: stent delivery system stent was received for evaluation. The safety lock slider was found unlocked and the stent was found deployed upon sample receipt. However, the green system stability catheter was found to be detached from the handgrip. No additional defect could be identified. Potential factors that could have led or contributed to the event reported were evaluated. Therefore, previous investigations of similar complaints were reviewed. Upon evaluation of the sample returned, the stent was found deployed and missing, even though it was reported that the procedure was completed using another device. However, this may have happened outside the patient. The reported detachment of the green system stability catheter was confirmed. The stability catheter is designed to support handling of the device during stent deployment and is not essential in function for the actual stent deployment process. Therefore, it is comprehensible that the stent is deployed, even though the stability catheter is detached. Based on evaluation of the delivery system no indication for a manufacturing deficiency could found. The reported detachment of the green system stability catheter was confirmed. However, based on the information available and the evaluation of the sample returned a definite root cause could not be identified. Labeling review: in reviewing the instruction for use supplied with this product the potential issue was found addressed and the design of the delivery system was properly described. The instruction for use states: "a triaxial, over-the-wire delivery system (figure 1) comprised of an inner tubing assembly that contains the guidewire lumen, a stent delivery sheath (d + e) and a system stability sheath (c), which are linked together by a handle." And "prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension." The design of the delivery system is represented graphically in the instruction for use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: d4 (expiry date:10/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified. Expiry date (10/2023).

Event description:
It was reported that during a stent placement procedure, the external green sheath detached from device. The procedure was completed using another device. There was no reported patient injury.